Event description:
It was stated that insulin leaked past the o-rings of the reservoir. It was stated that the customer's blood glucose reading went up to 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.